Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. All download attempts on the device were unsuccessful. No data could be retrieved from the device. All batteries were measured and found to be depleted. The timing of the depletion could not be determined. Inspection of the printed circuit board (pcb) found no issues that could have caused the depleted batteries or the data loss. During investigation, the shape memory alloy (sma) wire assembly was measured and found to be out of specification. The sma assembly was examined and no damages or defects were observed that would contribute to the observed high resistances. The cause of the observed high resistances, data loss and depleted batteries could not be determined.

Event description:
It was reported that the pod adhesive was not adhering well to the skin and the cannula became dislodged from the infusion site on the arm after approximately 5 to 24 hours of wear, causing an insulin leak. This resulted in the patient¿s blood glucose level increasing above 250 mg/dl. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.